Event description:
It was reported that the etrak 2500 system was unable to calibrate during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The snap receiver was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.